Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use on intravenous antibiotics. This supplemental is being filed as the product was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the ra lead was explanted. No additional adverse patient effects were reported.